Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Concomitant product: d224trk ICD, implanted: (B)(6) 2010.

Event description:
It was reported that the patient experienced stimulation of the nerve, diaphragm, and pocket from the left ventricular (lv) lead. Impedance was also high. The lead was turned off and was later capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.